Manufacturer narrative:
(B)(4). The device was returned to the baxter tampa bay facility for evaluation. The device failed the homechoice rite electrical test (B)(4). The assignable cause of the rite electrical test failure was determined to be a shorted pump assembly. The pump assembly, digital pcb assembly, display keypad, and all manifold o-rings will be scrapped during servicing. A service history review revealed that this device was previously serviced for the reported condition. (If repairs from previous service events are included in the shr, provide those details in MDR). Renal quality engineering, along with plant servicing and quality personnel, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.